Event description:
In a CABG procedure the flex-a device was deployed successfully, creating an anastomosis with very good flow. Following successful deployment, as the surgeon withdrew the device, the device cartridge became entangled on a clip that had been placed on a branch approximately 35mm from the distal end, and pulled it off. The doctor discovered a gash in the ima. He repaired by completely transecting and handsewing the vessel. The anastomosis created by flex-a was not touched and remains intact. No sequelae was noted following the repair. As of the most recent report, made two weeks post operative on (B)(6) 2011, the patient condition was reported to cardica as, "doing reasonably well following the bypass surgery."